Event description:
Information received by medtronic indicated that the customer reported crack in pump case. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a scratched case. No crack pump case noted during visual inspection. The pump was also received with a flashing white with missing segments/partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to flashing white with missing segments/partial display. Unable to download pump traces and history file using thump due to a flashing white with missing segments/partial display. The pump was cut open to perform visual inspection and found a cracked and bleeding lcd/pcba 1 glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a flashing white with missing segments/partial display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued download pump traces and history file using thump. Successfully downloaded pump traces and history file using thump. A flashing white with missing segments/partial display was confirmed due to a cracked and bleeding lcd/pcba 1 glass. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/02/2023 to 07/31/2023. There was no data available to verify unexpected pump errors/alarms 2 days prior to the event date (B)(6) 2023 in the formatted history file.  Critical pump error (open book image) alarm, pump error 63 alarm (variableinfo=02) and pump error 19 alarm (file# 114 line# 886) were confirmed in the detailed trace file/error log file on 07/31/2023 11:40:53.000 and (twice) on 07/31/2023 11:41:07.000. Critical pump error (open book image) alarm, pump error 63 alarm (variableinfo=02) and pump error 19 alarm (file# 114 line# 886) were confirmed, suspected on hw. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. Cosmetic damage at the pump case was not confirmed, however, other cosmetic damage was noted. Unable to perform the required testing, download pump traces and history file using thump due to a flashing white with missing segments/partial display. A flashing white with missing segments/partial display was confirmed due to a cracked and bleeding lcd/pcba 1 glass. The original pcba 2 was installed and swapped out with a working test pcba 1 and a critical pump error (open book image) alarm noted. Powered the pump on using the aa 1.5v battery and continued download pump traces and history file using thump. Critical pump error (open book image) alarm, pump error 63 alarm (variableinfo=02) and pump error 19 alarm (file# 114 line# 886) were confirmed, suspected on hw. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.